Event description:
It was reported that the temperature sensing foley catheter was displaying a temperature of 36.1 to 36.8c then over time drifted up to above 43c and displayed 43.9/44c. The nurse disconnected the foley as the temperature reading was incorrect (ngfq2499). Customer also stated that another temperature sensing foley catheter was not displaying the temperature. Originally the temperature was displaying normal values around 37c but later during the patient case, the foley stopped displaying the temperatures (ngft1007).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown one sample was confirmed to exhibit the reported failure. A 3 way, all silicone, temp sensing, foley catheter was returned without packaging. Catheter was viewed under evo microscope. There was damage noted to the thermistor wire and the catheter silicone. Thermistor wire was also seen to not reach the catheter tip. Thermistor wire was also noted to be discolored on the end closest to the catheter tip. Additional complaints will not be opened as display issue would cascade from thermistor and silicone damage. Catheter balloon was found to have mushroomed. Catheter was tested. The resistance taken at both 25 and 37 degrees celsius does not meet specification of the equations. Thermistor temperature coefficients (a,b, and c) are listed in the thermistor raw material specification. Calculated temperature does not meet specification. The catheter was placed in a water bath and attached to a kilo device to display the temperature. With the water bath set to 25 degrees the displayed temperature fluctuated between 24.6 and 24.7 degrees celsius for 20 minutes. With the water bath set to 37 degrees the displayed temperature fluctuated between 37.3 and 36.9 degrees celsius for 20 minutes. Device was taken out of the water bath and allowed to cool. It was placed back into the water bath set to 37 degrees celsius, and then attached to a criti-core monitor. No change in temperature displayed was noted. As the cause of the thermistor and silicone damage is unknown, the reported event will be confirmed cause unknown.potential root causes for this failure mode could be, ¿long shaft / short thermistor¿, "damaged thermistor", and "catheters are excessive pulled in cleaning. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the temperature sensing foley catheter was displaying a temperature of 36.1 to 36.8c then over time drifted up to above 43c and displayed 43.9/44c. The nurse disconnected the foley as the temperature reading was incorrect (ngfq2499). Customer also stated that another temperature sensing foley catheter was not displaying the temperature. Originally the temperature was displaying normal values around 37c but later during the patient case, the foley stopped displaying the temperatures (B)(6). Per notification from investigator on 01sep2022, during sample evaluation it was found that foley catheter balloon had mushroomed (ngfq2499).